Event description:
Patient reported unresolved service error code. Troubleshooting unsuccessful. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.